Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mos2. The ICD was implanted for about 55 months and 26 charging cycles were recorded to the device memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel, leading to two charging cycles that resulted in one shock delivery. However, there was no indication of a device malfunction. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. In conclusion, the device was fully functional. There was no indication of a device malfunction.

Event description:
This ICD was replaced during an rv lead revision because the set screw was not securing firmly. A new crtd was implanted.